Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturing reference number: 2017865-2021-30711. It was reported that the patient presented for extraction of the right atrial and right ventricular leads due to infection and presence of vegetation. The leads were explanted. The patient was in stable condition.